Event description:
Boston scientific received info that this right atrial lead had become dislodged just a couple of days post-implant. It had drifted into the ventricle. There were no reported symptoms associated with the atrial lead dislodging. The physician was able to re-position the same lead successfully. No further info is expected at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.